Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep as they wanted to inquire further about the situation. Caller states the patient is having rapid battery depletion and when implant was tested at 1ma c/10 >5k ohms, all bipolar contacts against 10 were >10k ohms on the right side. Pt has vim placement for essential tremor. Device is at eri. Manufacturing rep saw patient on (B)(6) 2025 and to the caller's knowledge all the previous info is in that record. Caller said patient was programmed with c- 9+ 10+, agent reviewed with constant current systems, programming on high impedance contacts can drain battery quickly.

Event description:
It was reported that patient was receiving stimulation on electrode 10. Per the electrode impedance, electrode 10 was showing as ¿investigational¿. Battery life was showing less than 3 months. Impedances were run a few times but this did not resolve the issue. Additional information was received from the manufacturer representative (rep). Rep reported that patient was programmed on a different electrode. Cause of the electrode showing investigational is unknown. Additional information was reported by the manufacturer representative (rep). Rep reported cause of electrode showing as investigational is unknown. Patient was programmed on a different electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.